Event description:
The tech alleged the bed exit will not sound at the nurse console. No pt impact.

Manufacturer narrative:
The tech found bent pins on the universal television board. The tech straightened the pins to resolve the issue.